Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on additional information obtained by the customer care advocate (cca) during a follow up call with the patient. The patient stated that the alleged inaccuracy occurred at 4:30pm on (B)(6) 2016. At this time the patient obtained a blood glucose result of "241mg/dl" with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management regimen, taking 15 units of insulin in accordance with the subject meter result. The patient stated that 1 hour after the alleged product issue occurred they developed the symptoms of "sweaty and shaky." At this time the patient measured their blood glucose on the subject meter again and obtained a result of "33mg/dl." The patient immediately self-treated their symptoms by consuming additional food and/or drink and stated that they felt better 1 hour later. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a control solution test. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms suggestive of serious injury after the alleged product issue began.